Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿unit shuts off and not turn back on.¿ the unit was triaged and the customer¿s reported condition was confirmed. The main printed circuit board failed resulting in the display being dead. A review of the device history record shows that this unit was manufactured in 2017 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit shuts off and will not turn back on.